Manufacturer narrative:
D4 model # was updated per gudid. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp pump and parameter board. The issue was resolved by replacing the nbp pump and parameter board. The product was put back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that nbp value is strange. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.